Event description:
It was reported that the patient went to the emergency room due to syncope. It was also noted that the device would not interrogate, had no telemetry, had an elective replacement indicator and premature battery depletion was suspected. The device was explanted and replaced. No further patient complications have been reported as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and the device analysis was inconclusive and incomplete.